Event description:
It was reported through an attorney as a result of a legal claim that: "pt has injuries sustained as a result of the implantation of a stryker rejuvenate hip replacement".

Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional info is available at this time. If additional info is received it will be reported on a supplemental report.